Event description:
It was reported a broken high flex insert explanted during revision surgery.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A clinical investigation concluded that the patient ¿felt a pop while squatting¿ and then required a revision of the genesis ii ps high flexion insert after eight years in-situ. Reportedly, it was discovered intraoperatively that the insert post had broken. A lab analysis revealed abrasion, burnishing and deformation on the superior surface in the bearing regions of the insert. The ps post was fractured near the base of the insert and post location. Based on these results, the likely cause of this fracture may have been due to repeated posterior impingement of the femoral cam on the ps post combined with excessive loads. The resultant damage on the posterior face of the ps post likely created a stress concentration that likely initiated one or more fatigue cracks, which propagated in an anterior direction until final fracture occurred. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal any deviations that could have caused or contributed to the reported incident. Insufficient clinical documentation was provided to perform a thorough medical assessment. Based on the provided information, excessive flexion ¿while squatting¿ cannot be ruled out as a contributing factor to the reported issue. The patient impact beyond the revision procedure cannot be determined. No further medical assessment is warranted. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.